Manufacturer narrative:
Additional information received reported the doctor repositioned the lens and an explant was not performed. The patient is reportedly fine and does not have any post-operative issues. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported that the lens repositioning occurred during the same day as the lens implant on (B)(6) 2017, and was performed during the same procedure. A separate procedure was not required for the repositioning of the lens. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a loading issue with a zxr00 19.5 diopter intraocular lens (iol) and that a haptic came out twisted, damaged, upside down. The lens was subluxed and may need to be repositioned or exchanged. No additional information was provided.